Event description:
A site reported to rxsight that a patient's piggyback light adjustable lens (lal) was explanted from the left eye after 3 light adjustments due to blurry near vision. Another piggyback lal was implanted as a replacement. The patient reported ongoing blurry visual acuity post-operatively. No additional information has been provided at this time.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).